Manufacturer narrative:
The console was not returned for analysis. However, the console was serviced at the customer's site by a field service engineer (fse). The fse confirmed the reported error 602. Inspection of the console identified the low-voltage power supply was faulty. The low-voltage power supply was replaced, and the console was then working normally. It is probable that the faulty low-voltage power supply led to the error reported by the customer.

Event description:
It was reported that an error code 602 (+15vdc supply out of tolerance) was prompted during the procedure. The procedure was canceled due to this event. There were no patient complications reported. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.